Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed on sensor and no issues were observed. The sensor plug was seated in mount properly. Data was successfully extracted from the returned sensor using approved software. Removed the sensor plug and inspected the plug assembly, no failure mode observed. All results were within specification. Sensor was reprogrammed and simvivo test performed. All results were within specification. Poise voltage is within specification, indicating the sensor was providing accurate glucose readings. Therefore, the issue is not confirmed. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported "sensor ended" error message with the adc device and customer was unable to obtain readings. As a result, the customer experienced seizure and a loss of consciousness and was taken to a hospital where they were administered intravenous dextrose for hypoglycemia diagnosis. No further treatment was reported. There was no report of death or permanent impairment associated with this event.